Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(6) , serial/lot #: (B)(6) , ubd: , UDI#: (B)(4)wo: h3: a medtronic representative went to the site to test the equipment. The camera was replaced. The system then functioned as in tended. H6: codes b01, c08, and d02 are applicable to the system checkout. Hw analysis: h3: the camera, lot number: p906224, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) contained scratches on the housing and lenses. A check of the event log revealed intermittent firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu passed an accuracy test (aak) at .163mm with a passing threshold of .250mm. H6: codes b01, c02, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during setup, a localizer faulted occurred. The network device interface (ndi) toolbox indicated storage temperature and bump status to be faulted, and a probable cause was identified as a cmos (complementary metal oxide semiconductor) battery issue. There was no patient involved.